Event description:
The patient spouse reported that patient was experiencing low blood glucose and had symptoms of sweating. Patient tested patient's blood glucose on the suspect device and obtained a result of 170mg/dl. Paramedics were called and upon their arrival tested patient's glucose at 40mg/dl. Patient was taken to the hospital and given unknown treatment. Glucose control solutions were not used on the system. The suspect device was replaced with new product and authorized for return to the manufacturer for evaluation.